Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 30% to 15% within minutes. There was no reported impact to the customer's blood glucose. Reportedly the customer would continue to use the pump for insulin therapy.